Event description:
On (B)(6) 2019, a 5-2 amplatzer piccolo was selected to be implanted in the intraductal. During the procedure, the device embolized to the left pulmonary artery. The device was recovered with a loop and was discarded. Another 5-4 piccolo (lot # 6888448) was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Correction information for d2. Additional information for g4, g7, h2, h10.

Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined, however, a longer 5-4 piccolo was successfully implanted.